Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient was a neurostimulator (ins). It was reported that the patient¿s device was off/disabled and no longer providing therapy. End of service (eos) was reported. It was indicated that the patient was having surgery the day of the call to replace the ins. The rep noted that the patient has had the ins for 6 years and everything was working fine prior to eos. The rep wanted to know if he could still get impedances or if the eos would affect the impedance reading. Rep stated that he couldn't get communication with pat programmer but could access with the clinician programmer and ran impedances and saw greater than 4000 ohms. Technical services reviewed that battery level would not impact that reading of the impedances. No patient falls, or trauma were reported. No further complications were reported or are anticipated.